Event description:
It was reported that a large patient sustained a burn and blister approximately 3 inches in diameter on the left arm during a mr scan.

Manufacturer narrative:
The reported incident occured in 2007. The site did not report the burn to the field engineer until 2007. The system deinstallation began 2007. Therefore, the system, as it existed at the time of the burn, could not be evaluated. The appropriate padding protocol as defined in the magnetic resonance safety guide was not followed.